Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, a dissection occurred on the common carotid artery upon placement of the arterial sheath. An additional stent was placed to cover the dissection. The condition of the patient is stable.